Event description:
The user facility reported that during an endoscopic ultrasound needle aspiration the user experienced ultrasound image difficulty. There was no total loss of image experienced, however, the lightness of the ultrasound image reportedly made it difficult for the dr. To visualize the cyst and complete the procedure. The procedure was aborted. There was no patient injury reported, however, user facility personnel stated that a follow-up procedure has not yet been scheduled.

Manufacturer narrative:
The ultrasound gastroscope was returned to olympus for evaluation. The evaluation confirmed the user's report of ultrasound image difficulty, however, the video image was found to operate appropriately. The ultrasound image was found to contain heavy static. Multiple dents and scratches were noted on the probe unit that likely caused or contributed to the reported event. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.